Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield skull clamp (a3059) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the lock has up and down movement and the teeth are grinding when rotated. Unit needs repair, and replacement of worn parts. General maintenance and cleaning is required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility's surgeon requested that the mayfield skull clamp (a3059) be checked for tension loss during use. No patient injury or surgical delay has been reported.